Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0773 showed one other similar product complaints from this lot number.

Event description:
It was reported that the end of the guidewire was not smooth, and there was an additional metal dot. Thus, the sheath was unable to cover the guide wire. It was also noted that the seldinger technique was used for insertion. No patient injury was reported.